Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in a car crash in (B)(6) 2021 and they presented for follow up in clinic. Upon interrogation it was revealed that the patient's left ventricular (lv) lead was exhibiting loss of capture. On (B)(6) 2021, during lv lead revision procedure it was observed that the lv lead had been dislodged. The physician elected to explant and replace the lead. The patient was discharged from the hospital same day after the procedure.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.